Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-14238, 2938836-2019-14239. It was reported that when a patient presented in clinic for a follow up, infection was observed. The system was explanted and was later replaced during a separate procedure. The patient was stable.